Manufacturer narrative:
An attempt to inflate the device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 2.5 mm from the balloon proximal tip. No other anomalies were observed. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1332202) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported by the company representative: something went wrong with the device during the use. It is unknown what went wrong. The device was found in a dirty utility/ linen room in a biohazard bag. No information known by the manager or staff.